Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was experiencing tightness in the lead from the posterior of ear to ins for a couple months prior to this report. The patient was reportedly having a revision surgery the day after this report. No further complications were reported.